Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 373678a was performed and testing met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller/end user alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: week of (B)(6) 2015, inratio inr: 2.5, laboratory inr: 1.4; (B)(6) 2015, 3.1, n/a. Therapeutic range: 2.0 - 3.0. The time between testing (week of (B)(6) 2015) was a few minutes. At the time of testing, the end user had recently been hospitalized for an unspecified heart procedure and had not been taking any "blood thinning" medication at that time. There was no reported adverse patient sequela. There was no additional information provided.